Event description:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and pregnancy with contraceptive device ("pregnancy") in a female patient who had essure inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and pregnancy with contraceptive device (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with surgery (underwent treatment). At the time of the report, the pelvic pain and pregnancy with contraceptive device outcome was unknown. The pregnancy outcome was not reported. The reporter considered pelvic pain and pregnancy with contraceptive device to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: essure device was successfully occluded. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and pregnancy with contraceptive device ("pregnancy") in a female patient who had essure inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (underwent treatment). At the time of the report, the pelvic pain and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was not reported. The reporter considered pelvic pain and pregnancy with contraceptive device to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2018: quality-safety evaluation of ptc (product technical complaint). Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), uterine perforation ("perforation (uterus)./ migration of essure device location of device: uterine fundus"), fallopian tube perforation ("perforation (fallopian tube(s)"), device breakage ("device breakage"), pregnancy with contraceptive device ("pregnancy(with complications)"), caesarean section ("caesarean section"), gestational diabetes ("gestational diabetes") and umbilical cord prolapse ("prolapsed umbilical cord") in a 33-year-old female patient who had essure (batch no. C55839) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included obesity, multigravida, parity 4 ((B)(6) 2005, (B)(6) 2012, (B)(6) 2015, (B)(6) 2018), gestational diabetes, polycythemia, rash trunk and swelling of feet. Fetal nonstress test- impression: fetus active. Bpp- 8 of 8. Rescan per protocol findings: female infant, cephalic, apgar 9/9, wt 3715g, normal ovaries, left tube with essure coil present, right tube with no coil, missing essure coil partially embedded in the uterine fundus. Concomitant products included fluoxetine hydrochloride (prozac) from (B)(6) 2018 and metformin from (B)(6) 2017 to (B)(6) 2018. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 2 years 1 month after insertion of essure. On (B)(6) 2018, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2018, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), gestational diabetes (seriousness criterion medically significant), depression ("depression"), anxiety ("mental anguish") and umbilical cord prolapse (seriousness criterion medically significant) and underwent caesarean section (seriousness criterion medically significant). The patient was treated with surgery (partial piece of right coil, full hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and menorrhagia was resolving, the uterine perforation, fallopian tube perforation, device breakage, pregnancy with contraceptive device, caesarean section, gestational diabetes, anxiety, dyspareunia and umbilical cord prolapse outcome was unknown, the vaginal haemorrhage had resolved and the depression had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2018. The reporter considered anxiety, caesarean section, depression, device breakage, dyspareunia, fallopian tube perforation, gestational diabetes, menorrhagia, pelvic pain, pregnancy with contraceptive device, umbilical cord prolapse, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: less than 8 weeks gestation of pregnancy. The patient tolerated the procedure well. Current weight 250 lbs. Polycythemia on her previous babies. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: results: essure device was successfully occluded. Pregnancy test - on an unknown date: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-may-2019: pfs and medical record received. Medically confirmed case. Reporter and patient demographics were added. Concomitant drugs , medical history, lab data, were added. Updated suspect drug indication. Events perforation (fallopian tube(s), perforation (uterus)., device breakage , vaginal bleeding, menorrhagia, depression, mental anguish, migration of essure device location of device: uterine fundus, dyspareunia (painful sexual intercourse), caesarean section, gestational diabetes and prolapsed umbilical cord added. Updated pregnancy outcome. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), uterine perforation ('perforation (uterus)./ migration of essure device location of device: uterine fundus'), fallopian tube perforation ('perforation (fallopian tube(s)'), device breakage ('device breakage'), caesarean section ('caesarean section'), gestational diabetes ('gestational diabetes') and umbilical cord prolapse ('prolapsed umbilical cord') in a 33-year-old female patient who had essure (batch no. C55839) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included obesity, multigravida, parity 4 ((B)(6) 2005, (B)(6) 2012, (B)(6) 2015, (B)(6) 2018), gestational diabetes, polycythemia, rash trunk and swelling of limbs. Fetal nonstress test- impression: fetus active. Bpp- 8 of 8. Rescan per protocol findings: female infant, cephalic, apgar 9/9, wt 3715g, normal ovaries, left tube with essure coil present, right tube with no coil, missing essure coil partially embedded in the uterine fundus. Concomitant products included fluoxetine hydrochloride (prozac) from (B)(6) 2018 and metformin from (B)(6) 2017 to (B)(6) 2018. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device ("pregnancy(with complications)"), 2 years 1 month after insertion of essure. On (B)(6) 2018, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2018, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), gestational diabetes (seriousness criterion medically significant), depression ("depression"), anxiety ("mental anguish") and umbilical cord prolapse (seriousness criterion medically significant), underwent caesarean section (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). The patient was treated with surgery (partial piece of right coil, full hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and vaginal haemorrhage had resolved, the uterine perforation, fallopian tube perforation, device breakage, caesarean section, pregnancy with contraceptive device, gestational diabetes, anxiety, dyspareunia, umbilical cord prolapse and weight increased outcome was unknown, the menorrhagia was resolving and the depression had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2018. The reporter considered anxiety, caesarean section, depression, device breakage, dyspareunia, fallopian tube perforation, gestational diabetes, menorrhagia, pelvic pain, pregnancy with contraceptive device, umbilical cord prolapse, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: less than 8 weeks gestation of pregnancy. The patient tolerated the procedure well. Current weight 250 lbs. Polycythemia on her previous babies. She received treatment for pain, bleeding, device fracture, migration, uterine perforation and weight gain". Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: results: essure device was successfully occluded. Pregnancy test - on an unknown date: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jun-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), uterine perforation ('perforation (uterus)./ migration of essure device location of device: uterine fundus'), fallopian tube perforation ('perforation (fallopian tube(s)'), device breakage ('device breakage'), pregnancy with contraceptive device ('pregnancy(with complications)'), caesarean section ('caesarean section'), gestational diabetes ('gestational diabetes') and umbilical cord prolapse ('prolapsed umbilical cord') in a 33-year-old female patient who had essure (batch no. C55839) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included obesity, multigravida, parity 4 ((B)(6) 2005, 05d(B)(6) ec 2012, (B)(6) 2015, (B)(6) 2018), gestational diabetes, polycythemia, rash trunk and swelling of limbs. Fetal nonstress test- impression: fetus active. Bpp- 8 of 8. Rescan per protocol findings: female infant, cephalic, apgar 9/9, wt 3715g, normal ovaries, left tube with essure coil present, right tube with no coil, missing essure coil partially embedded in the uterine fundus. Concomitant products included fluoxetine hydrochloride (prozac) from (B)(6) 2018 and metformin from october 2017 to june 2018. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 2 years 1 month after insertion of essure. On (B)(6) 2018, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2018, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), gestational diabetes (seriousness criterion medically significant), depression ("depression"), anxiety ("mental anguish") and umbilical cord prolapse (seriousness criterion medically significant) and underwent caesarean section (seriousness criterion medically significant). The patient was treated with surgery (partial piece of right coil, full hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and menorrhagia was resolving, the uterine perforation, fallopian tube perforation, device breakage, pregnancy with contraceptive device, caesarean section, gestational diabetes, anxiety, dyspareunia and umbilical cord prolapse outcome was unknown, the vaginal haemorrhage had resolved and the depression had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on(B)(6) 2018. The reporter considered anxiety, caesarean section, depression, device breakage, dyspareunia, fallopian tube perforation, gestational diabetes, menorrhagia, pelvic pain, pregnancy with contraceptive device, umbilical cord prolapse, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: less than 8 weeks gestation of pregnancy. The patient tolerated the procedure well. Current weight 250 lbs. Polycythemia on her previous babies. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: results: essure device was successfully occluded. Pregnancy test - on an unknown date: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-may-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), uterine perforation ('perforation (uterus)./ migration of essure device location of device: uterine fundus'), fallopian tube perforation ('perforation (fallopian tube(s)'), device breakage ('device breakage'), caesarean section ('caesarean section'), gestational diabetes ('gestational diabetes') and umbilical cord prolapse ('prolapsed umbilical cord') in a 33-year-old female patient who had essure (batch no. C55839) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included obesity, multigravida, parity 4 ((B)(6) 2005, (B)(6) 2012, (B)(6) 2015, (B)(6) 2018), gestational diabetes, polycythemia, rash trunk and swelling of limbs. Fetal nonstress test- impression: fetus active. Bpp- 8 of 8. Rescan per protocol findings: female infant, cephalic, apgar 9/9, wt 3715g, normal ovaries, left tube with essure coil present, right tube with no coil, missing essure coil partially embedded in the uterine fundus. Concomitant products included fluoxetine hydrochloride (prozac) from (B)(6) 2018 to (B)(6) 2018 and metformin from (B)(6) 2017 to (B)(6) 2018. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device ("pregnancy(with complications)"), 2 years 1 month after insertion of essure. On (B)(6) 2018, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2018, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), gestational diabetes (seriousness criterion medically significant), depression ("depression"), anxiety ("mental anguish") and umbilical cord prolapse (seriousness criterion medically significant), underwent caesarean section (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). The patient was treated with surgery (partial piece of right coil, full hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and vaginal haemorrhage had resolved, the uterine perforation, fallopian tube perforation, device breakage, caesarean section, pregnancy with contraceptive device, gestational diabetes, anxiety, dyspareunia, umbilical cord prolapse and weight increased outcome was unknown, the menorrhagia was resolving and the depression had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2018. The reporter considered anxiety, caesarean section, depression, device breakage, dyspareunia, fallopian tube perforation, gestational diabetes, menorrhagia, pelvic pain, pregnancy with contraceptive device, umbilical cord prolapse, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: less than 8 weeks gestation of pregnancy. The patient tolerated the procedure well. Current weight 250 lbs. Polycythemia on her previous babies. She received treatment for pain, bleeding, device fracture, migration, uterine perforation and weight gain". Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: results: essure device was successfully occluded. Pregnancy test - on an unknown date: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff information form received. Event "weight gain" was added. Events¿ pelvic pain¿ outcome was updated to recovered/resolved. Previously reported event" pregnant with contraceptive device" seriousness criterion was updated to non-serious. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.